Event description:
A malfunction was reported by the customer involving a code that displayed on their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the issue, and the customer was advised to continue using the pump while monitoring for any recurring malfunction codes. No further issues were reported by the customer after the reset.